Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that he was hospitalized due to pneumonia. While in the hosp, the customer was treated for a blood glucose reading of 255 mg/dl. The customer also reported a no delivery alarm during the manual prime. Found that the reservoir was empty. Spoke with the nurse and she stated that the customer's daughter was on her way to the hosp with a back up plan for the customer as he didn't have another infusion set or reservoir with him. The nurse also stated that she needed to speak with her supervisor about the customer's insulin needs as he had been giving himself too much insulin. Later, the customer called to request a replacement insulin pump due to repeated high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time